Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a female pt (age unk), the device inappropriately shut down intermittently. The complainant stated that when the new battery was removed and reinserted, the unit would power back on. Complainant indicated that there was any adverse effect to the pt due to the reported malfunction.